Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not confirm or reproduce the reported touch screen failure. Review of the device data logs confirmed the occurrence of the battery degraded alarm due to a battery issue. Based on all available evidence and previous investigations of similar complaints, it was determined that the battery issue was most likely due to a software issue which resulted in the corruption of the battery cycle count parameter. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a partially unresponsive touch screen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the device performed to specifications. The touch screen was responsive throughout the evaluation. During the technical evaluation, the device displayed an internal battery warning alarm. The internal battery was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a partially unresponsive touch screen. There was no patient injury reported as a result of this incident.